Manufacturer narrative:
Phone number (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator is unable to pass self-check. There was no reported patient involvement.